Event description:
It was reported that during an open artificial anus closing, some staples of the distal part were unformed when the device was used at the 1st firing during a functional end-to-end anastomosis. Another device was used to complete the case. Reinforcement material was not used. The cartridge color is blue. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Interrupted/complete firing stroke. The analysis results found that the device was received in good visual conditions and with two cartridge reloads present. Reload (a) was received fully loaded with staples and the swing tab unlocked. Reload (b) had the proximal 32 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. The cartridge reload (b) was manually unlocked and the device was tested for functionality with the returned cartridge reloads (a) and (b) and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.